Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer kept the pump plugged in for approximately 30 minutes and the pump began charging as intended. There was no reported impact to the customers blood glucose level.